Event description:
The customer alleged loss of power and no alarms during the loss of power. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the loss of power; however, the loss of alarm was verified. The cse instructed the biomed to replace the 4.8v alarm driver battery and the power switch. The pt had to be bagged due to the malfunction while another ventilator was brought in. The pt did expire; however, the clinicians claim this was not due to the ventilator.